Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor contacted physio-control to report that their customer's device had a wrench icon in its readiness indicator. Upon evaluation, physio-control observed that the device would not detect a shockable rhythm, therefore defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and the cause of the reported issue was determined to be due to process residue near capacitor, designator c157, on the analog pcb assembly. This caused voltages at legs 5 and 6 on integrated circuit, designator u46, to be 0.25 volts, which resulted in the device reacting as if a patient was connected at all times and presenting a non-shockable rhythm. The customer was provided with a replacement device.

Event description:
The distributor contacted physio-control to report that their customer's device had a wrench icon in its readiness indicator. Upon evaluation, physio-control observed that the device would not detect a shockable rhythm, therefore defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Field d4 gtin # of the initial MDR indicates - blank field d4 gtin # of the initial MDR should have indicated ¿ 00885074760711.

Event description:
The distributor contacted physio-control to report that their customer's device had a wrench icon in its readiness indicator. Upon evaluation, physio-control observed that the device would not detect a shockable rhythm, therefore defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.